Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. Rotor passed functional and visual inspection. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that the site was receiving a collimator error when going to use the system during a clinical case. After rebooting the site had stated they had heard a crunching noise coming from the system when taking a spin. There was no delay to the procedure reported at this time. There was no reported impact on patient outcome.